Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the display was dim and discolored. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. The patient¿s blood glucose readings do not met animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the display had a pinkish contrast. Unrelated to the original complaint, the battery compartment was cracked.